Event description:
The customer reported obtaining high sodium (na) patient results on their au5800 clinical chemistry analyzer cell 1. The sample was repeated with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics but shared the results with one patient.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and observed the presence of gel at the tip of the sample probe. The fse replaced the sample probe to resolve the issue. The fse performed calibration and quality control with acceptable results. The fse verified the analyzer resumed normal operation. Section a2, a3, a4, and a5: information not provided by customer. Beckman coulter internal identifier is case-(B)(4).